Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: the sample was not returned for evaluation. However, one electronic photo was provided and reviewed. The photo shows the partial view of catheter within the plastic pouch. The hub was visible. No clear fracture was noted due to poor quality image. The investigation is inconclusive for the reported catheter connector fracture issue as provided evidence are not sufficient to confirm the issue. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. B5, g3, h6 (component, method, result, conclusion) section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A patient underwent a percutaneous transhepatic biliary drainage catheter placement procedure using the navarre opti-drain drainage catheter. After the procedure, on (B)(6) 2025, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, photo was provided for review. The investigation of the reported event is currently underway. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent a percutaneous transhepatic biliary drainage catheter placement procedure using navarre opti-drain drainage catheter guided by ultrasound. After the procedure, the drainage catheter connector was allegedly fractured. The procedure was completed using another device. There was no reported patient injury.